Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that while in the hospital he developed high blood glucose and was treated. The blood glucose reading at the time of hospitalization was over 300 mg/dl. Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, missing end cap sticker, cracked display window, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump alarmed during basic occlusion test due to loose drive support disk. The insulin pump passed displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.